Event description:
It was reported that externalized conductors were observed via fluoroscopy. Noise was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found internal insulation abrasion noted at 51cm to 52.5cm from the connector pin. The etfe insulation of the externalized sensing cables was abraded and the conductor was visible. External abrasion was found at 13cm from the connector pin, consistent with lead friction against the ICD can. The visible sensing connector could cause the reported noise.